Event description:
A user facility reported to olympus, that the evis exera ii ultrasound gastrovideoscope exhibited grainy image. Upon inspection and testing of the returned device, a gap was found in the adhesive on the distal end. And stain entered inside the lens through the gap. In addition, there was a gap between the acoustic lens and ultrasound probe, and acoustic lens chipped and damaged. There was missing piece /chip/parts fell on probe unit; due to a physical stress by dropping and/or knocking the affected part to a hard surface/object, and applying a chemical stress during the cleaning/sanitization process. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed, the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: due to wear of lock engagement lever; up/down knob could not be locked securely. Guide pin of electrical connector shaved, water tightness lost, acoustic lens damaged, distal end deformed, and universal cord scratched. The faulty parts were replaced. And the device will be returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.